Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor error and an adverse event. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient reported she was asleep when her son called the ambulance and he administered glucagon to the patient via injection. Patient's son could not recall what symptoms the patient was exhibiting that caused him to call the ambulance. At the time of contact, the patient was feeling ok. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause was determined to be sensor noise. No additional event or patient information is available.